Manufacturer narrative:
The reported lot # 9302461 was not found for the reported catalog # 364880. Medical device expiration date: unknown. (B)(4). Investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, 50 retention samples from bd inventory were evaluated for damaged sleeves by visual examination and no issues were observed relating to sleeve fall off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® blood transfer device holder with female luer adapter had a sleeve fall off during use. The following information was provided by the initial reporter: the customer stated: "when transferring blood into a tube, the sleeve fell off into the tube."